Event description:
Boston scientific provided the following information: patient complaint of palpitations lasting 20 minutes. Noise was seen on homemonitoring recordings with pacing inhibition >2 seconds. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.